Manufacturer narrative:
(B)(4).upon further investigation, it was determined that this complaint and associated medical device report (MDR) is a duplicate of MDR report number 6000001-2011-00272. Please refer to MDR report number 6000001-2011-00272 for event and sample evaluation information.

Event description:
The customer reported to baxter (B)(4) an unknown number of clearlink microbore extension sets that are breaking off in the female ends of the clearlink luer locks and flo-link luer locks. The customer reported that the incidents had impacted delivery of patient care or patient/employer safety. The incidents occurred during patient use in the (B)(6) ICU. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.